Manufacturer narrative:
H10: the device was received for evaluation with a cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. ¿ (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient adapter of the peritoneal dialysis (pd) transfer set and the titanium adapter. This connection issue was observed prior to patient use of the transfer set. There was no allegation against the titanium adapter, and it was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.